Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred with multiple cartridges during basal delivery. Customer's blood glucose level was 267 mg/dl. Ultimately, the customer was able to load a cartridge onto the pump. Reportedly, customer continued to use the pump for insulin therapy.